Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 550 mg/dl; cause was unknown. Reportedly the customer had high ketones that were identified as dangerous by a healthcare professional. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged, 12/15/2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.